Event description:
A consumer reported that she received second degree burns on her stomach and right leg from hot water that spilled from the personal steam inhaler. She stated that the bottom of the unit suddenly detached while she was using the product and hot water spilled out of the unit, resulting in her injuries. Medical intervention was sought for her injuries, as well as multiple follow up visits. The instructions for proper use have clear warnings that state "caution: never move or disassemble the appliance while in use. It can spill hot water if tilted, shaken, or overturned which may lead to injury or burns.", as well as "the appliance should always be placed on a firm, flat, waterproof and heat-resistant surface. Be sure the appliance is in a stable position and the power cord is out of the way to prevent the appliance from being overturned." Kaz USA, inc. Has requested that the product be returned to our company for testing.

Event description:
A consumer reported that she received second degree burns on her stomach and right leg from hot water that spilled from the personal steam inhaler. She stated that the bottom of the unit suddenly detached while she was using the product and hot water spilled out of the unit, resulting in her injuries. Medical intervention was sought for her injuries, as well as multiple follow up visits. The instructions for proper use have clear warnings that state "caution: never move or disassemble the appliance while in use. It can spill hot water if tilted, shaken, or overturned which may lead to injury or burns.", as well as "the appliance should always be placed on a firm, flat, waterproof and heat-resistant surface. Be sure the appliance is in a stable position and the power cord is out of the way to prevent the appliance from being overturned." Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.